Event description:
A baxter engineer reported a pump with an unknown battery problem. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of an unknown battery problem was confirmed. Inspecton of the device found that the pump's batteries were depleted and potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.